Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a pt (age and gender unk) the electrode pad was unable to connect to the multi-function cable attached to the device. Complainant indicated that they obtained a second device and another multi-function cable; however, a third device and multi-function cable was required to treat the pt. Complainant indicated that the pt subsequently expired. However, it was not related to the reported malfunction. Please reference medwatch no: 1220908-2014-01640 for the second device used in the pt event.